Manufacturer narrative:
Eval summary: it was reported that the liner had excessive backside wear. The liner, head, and cup were not returned for review nor were pictures submitted so the exact condition of the devices is unk. Surgical notes from the revision were provided noting the osteolysis and large lytic lesion on the left greater trochanter. The surgical notes from the primary surgery did not note any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for massive osteolysis (backside wear) and excessive wear of the liner.